Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the buttons of their insulin pump were sticking. The customer was trying to program a bolus and the buttons got stuck. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No sticking buttons were noted. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.